Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure of a mildly calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. During removal of the needle plunger from the body of the device, there was no suture attached with the needle. A guide wire was reinserted into the device, the device was removed, and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. Local anesthesia was used during the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval event was confirmed as indicated by an anterior needle-to-cuff detachment, which would appear similar to the operator as the reported needle-to-cuff miss because no suture would be present when the needle plunger is withdrawn. The device was deployed in a reportedly mildly calcified common femoral artery. It should be noted that the perclose proglide device instructions for use states in the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. Based on the visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.